Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that two year and one month post port placement in the left internal jugular vein, subcutaneous leakage of saline solution was observed and the patient experience pain and swelling. However, there was no treatment provided for the patient symptoms. The device was removed off from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fluid leak as circumferential split was noted to the catheter approximately 1.0cm from the distal end of the cath-lock and a compound break was noted to the catheter approximately 3.8cm from the distal end of the cath-lock. Both the edges of the circumferential split and the compound break were noted to be rounded. Further, during functional evaluation leak was noted from both the circumferential split and the compound break upon infusion. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two year and one month post port placement in the left internal jugular vein, subcutaneous leakage of saline solution was observed and the patient experience pain and swelling. However, there was no treatment provided for the patient symptoms. The device was removed off from the patient. There was no reported patient injury.